Event description:
I received a viveve laser treatment. I was told there was zero risk of being burned. However, at the end of my treatment I was burned multiple times by the laser head and have received pustules and my labia was cauterized. I was told there would be no downtime, but now my injuries will take two weeks to heal. I took photos of my cauterized labia that I took as soon as I got home because while I was driving home, I kept thinking it didn't feel right. My phone number is (B)(6). My name is (B)(6). FDA safety report ID# (B)(4).